Event description:
A resident was being transferred to his bed via a hoyer lift when a clasp broke. Resident slid out of black pad, slid to floor and hit his head on side chair. Paramedics transported resident to ER for evaluation, he was treated with staples to head laceration, x-rays taken and released to n.h.